Manufacturer narrative:
Product analysis #701555192: brief description of complaint: plasmablade¿ tna ¿ wire broke ¿ the device wire broke while being cleaned with wet gauze and the cleaning brush. Nothing detached from the handpiece. There was no patient impact investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0211778436 - new design ¿expiration date: 17-aug-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿one returned plasmablade¿ tna device was hand delivered to the complaint laboratory not within biohazard bags, within the original display box. ¿the display box and the tyvek® lid were returned; the device information was confirmed against the information listed within gch from the display box and the tyvek® lid. ¿there was no paperwork provided. ¿device visual inspection: ¿the device is used with blood on the handle, shaft, and cord. ¿there was one attachment tip that was returned with the device handle, the adenoid tip. ¿the tna adenoid tip electrode wire and plastic housing, contain tissue and coagulum buildup, the plastic housing is melted and scratched, the electrode wire is broken and is detached from one side, which visually relates to the reported complaint description; all other components appear in place and intact, figure # 1 thru figure # 6. ¿all electrosurgical devices exhibit wear during use and wear is acceptable as long as it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿see the reference pictures of a new adenoid tip for comparison, figure # 7 and figure # 8 ¿the device and adenoid tip were cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode plastic housing is acceptable, figure # 9 and figure # 10. ¿acceptable damage: adenoid tip ¿<(><<)>(><(><<)><(><<)>)> 33% of the ¿wire square¿ is exposed. ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿the wire is no longer intact. ¿excessive wire deformation. ¿the wire has minimal support from the plastic housing with deformation in the ventral to dorsal direction. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance and can compromise the plastic housing and wire electrode. Functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211778436 - new design - revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed within the laboratory environment. The adenoid tip exhibits unacceptable wear as the wire is no longer intact, the wire has excessive deformation and the wire has minimal support from the plastic housing with deformation in the ventral to dorsal direction which failed to meet the acceptable damage requirements. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. I - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna ¿ IFU 61-90-0700 rev. D ¿ test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the wire tip of the plasmablade device broke while cleaning it with wet gauze and a cleaning brush. Nothing fell into the patient and there was no patient harm reported.